Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6fr sheath in the right common femoral artery. Deployment followed the IFU, except that an arterial angiogram was not done prior to duett deployment. The pt exhibited diminished pulses following the duett deployment. An arterial occlusion was confirmed by angiography. Treatment consisted of thrombolytics (heparin and reopro) and use of the angiojet. Treatment of the arterial occlusion was reported to be successful. However, two days later, the pt developed an infection (sepsis) and experienced an acute myocardial infarct, a gi bleed, and acute renal failure. The pt expired. A review of the post-deployment angiogram indicated that the common femoral artery was less than 6mm in diameter.